Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2020, a distributor of infutronix reported an issue on behalf of an end user: "tubing came apart on the set that connects to the pump. They had said it came apart at the part on the cassette on the side of the pump so I would say cassette connection. It did lead to medication leak." Event date some time between the dates of (B)(6) 2020 and (B)(6) 2020, but exact date is unknown. Device operator was a nurse. A patient was involved but not harmed. The contract manufacturer of the affected device is (B)(4).

Event description:
This is a follow-up for the initially filed MDR 3011581906-2020-00018.

Manufacturer narrative:
A service provider of infutronix confirmed on 02/16/2021 that the device was not returned.